Event description:
It was reported that this event involved a patient diagnosed with cardiogenic shock. While in the cath lab, the md inserted the sheath. As the md was inserting the intra-aortic balloon (iab) through the sheath, it became stuck when it reached the "middle of the sheath introducer". As a result, the iab was removed, and another kit was used to complete the insertion. There were no reported patient complications; however, the md complained about the "time consuming and inconvenient issue". A request was made for more information.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.